Manufacturer narrative:
Additional information: the associated complaint device was not returned for evaluation. A (B)(6) female clinical study patient ((B)(6) study) was reported to have had an all-poly cup revision due to a loosening of the cup approximately 8yrs later. The initial implants were cmk21 stem with biolox head and all-poly cup. Only the study crf was available to complete this investigation. No further information was available to conclude potential patient impact. No further assessment is warranted based on the information provided. No part number or batch number were provided. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision of the acetabular cup on the right hip was performed due to loosening.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.